Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced battery communication failure alarm and a battery failure alarm. No clinical details regarding resolution. No patient was involved.